Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: c6tr01 ipg, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the left ventricular lead dislodged overnight. The lead was explanted and replaced the day after the implant procedure. No patient complications have been reported as a result of this event.